Event description:
It was reported during an ankle syndesmosis procedure on (B)(6) 2012 the ziptight toggleloc implant would not tighten sufficiently. Implant was removed and another was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.